Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 288 mg/dl and 437 mg/dl. The customer was still connected to the insulin pump. The customer treated high blood glucose event by 30 units of insulin manually. The customer did not mention any symptom related to high blood glucose event. The transmitter and the sensor will be returned for analysis.